Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during an rfa procedure, the generator unexpectedly shut down, and the procedure was aborted.

Manufacturer narrative:
D4- device information was updated in this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.